Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000159, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the inner 135 cover on the gantry was found to have damage that caused the door to pop and sometimes prevented the door from opening. The manufacturer representative installed a new cover, and once completed, the door opened without issue. The imaging system then passed the system checkout and was found to be fully functional. B01, c07, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during servicing. It was reported that the site damaged the inner 135 degree cover. There was no patient involvement.